Event description:
It was reported that customer's father experienced an issue with his insulin pump, which led to a visit to the emergency room due to a diabetes-related concern on (B)(6) 2025. There was no specific report on the blood glucose level during this incident. Although, the customer mentioned that treatment resolved the issue and they were released on (B)(6) 2025, no additional information was provided regarding any corrective actions taken or further outcomes related to the event.